Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 4 and 53 alarms. Customer's blood glucose was 10.0 mmol/l. It was reported that reservoir icon showed reservoir empty even though there was insulin in reservoir. Insulin pump would be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was tested with a water filled reservoir. The units left on the status screen matched properly with units left on the test reservoir. No anomalies were noted with reservoir icon. The pump error 4 and 53 found in the pump history due to a software error. The pump was received with minor scratches on the lcd window.